Event description:
"Blue coating on guidewire was noted to be peeling off, guidewire during case. Small section of blue coating was cystoscopy removed from pt bladder. Surgeon upset about coating." Spoke with the hosp rep in 2006 he said, the cartstort-lense was a 30 degree, acmi-system was used, 24f sheath, albensbridge up into the ureter.